Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the inspiratory pipe to resolve the issue. The replaced part was returned for investigation. Simulated use testing of the returned inspiratory pipe failed with internal leakage, safety valve and patient circuit tests. Expiratory minute volume low alarmed during ventilation. By visual inspection, liquid/medicine residue were detected on the inspiratory pipe and on the membrane, causing a leakage which is the cause of the reported issue. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.